Event description:
It was reported that the right ventricular lead has an alert triggered for the high impedance and that the impedance is out of range. The lead was removed and replaced. No patient complications have been reported as a result of this event. It was reported that the right ventricular lead had an alert trigger for elevated and out of range impedance and oversensing. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was a white substance on the outer insulation and the outer insulation had a cosmetic depression.